Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) . Reason for original complaint ¿ patient was revised due to osteolysis. Doi: unk; dor: (B)(6) 2013 (left hip). Update 10/25/2013- litigation papers received. Litigation alleges pain, discomfort, and injury . The doi was provided. There is no new additional information that would affect the investigation. Update rec'd 5/4/2015 - medical records received from legal. Upon revision, a large collection of fluid, debris material, dark black corrosion at the head and neck junction, and metallosis were noted. The stem and sleeve are being added to the complaint. The stem remained in situ. This complaint was updated on 06/02/15.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.